Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a button error alarm on his insulin pump. The customer's blood glucose level was 315 mg/dl. Customer went to deliver a bolus and the numbers went on their own and were uncontrollable. Customer was not at home where he has his back-up plan. Customer will be going home and treating with his back-up plan. Customer's blood glucose level was high because he did not check his blood glucose level before he ate. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer received his new pump and received a button error. Customer still has the other pump that is working and will use that one as a back-up plan. Customer will send back the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump was received no button response due to flattened act and up button dome switch. No button error alarm during testing. The display had a black shadow due to warped and uneven printed circuit board on the lcd board. No cosmetic damage noted.